Manufacturer narrative:
Date of birth: 1944. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire entrapment and tip detachment occurred. The target lesion was located in the coronary artery. After the 182cm luge guide wire crossed the lesion, a non bsc stent was advanced however the distal tip and a portion of the wire became stuck on the stent. When the guide wire was attempted to be removed, about 5 cm of the wire broke off inside the patient. The wire was unable to be removed and was retained in the artery. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.